Manufacturer narrative:
The silicone drain had been inserted into the patient's back during a laminectomy procedure. Less than 48 hours later, the drain was found laying in the patient's bed. A piece measuring approximately 6 inches was retained in the patient with a 1/2 inch piece protruding from the exit site. The broken end was described to be jagged in appearance. The retained piece was successfully removed in radiology and the patient was discharged as planned the following morning. No patient injury resulted from this incident. The sample has not been returned for evaluation. No photos were sent. It is not known if suturing took place near the drain which could have potentially damaged the drain and been a contributing factor to the reported incident. At this time a root cause has not been determined. We have no trend for this issue with this device.

Event description:
The surgical drain broke and was later removed in interventional radiology.